Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The blade was plugged into a test monitor and the monitor was powered on; the image was good. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 3, there was no video signal. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.